Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: yrbrhxc2816165, serial/lot #: (B)(4) , UDI#: (B)(4); product ID: yrirhxc1685, serial/lot #: (B)(4), UDI#: (B)(4); product ID: yrirhxc16115, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown abdominal aortic disease on. It was reported approximately 12 years post the index procedure that one of the patient's previously implanted aneurx stent grafts had become dislodged and this was the main reason that the patient had been implanted with a new endurant stent graft extension. The cause of the event is unknown. No further clinical sequela were reported and the patient is fine.